Manufacturer narrative:
Convatec is submitted this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.: analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated that patient has been using the product for over 5 years with no issues until 2 months ago. He started to break out into blisters and report noted "skin looks like a terrible sun burn with blistering under mass and tape border." The skin irritation and break out extended from the stoma to product tape border. Patient saw surgeon who prescribed prednisone and other medication to provide temporary minimal relief. Report also noted that 4 weeks prior to receipt of this complaint the patient's skin is still blistery. Sending duoderm and measuring guide to measure and see if further recommendations on other products can be used. Patient outcome was not reported.